Event description:
The field service rep was informed by the customer approx 100 amended reports had to be sent out for high co2 results. No pts were harmed. Only the following five examples were provided: pt 1, first run co2 result 41, same sample repeated (B) (6) 2009 gave 26 mmol per l. Pt 2, first run co2 result 38, same sample repeated (B) (6) 2009 gave 26 mmol per l. Pt 3, first run co2 result 39, same sample repeated (B) (6) 2009 gave 25 mmol per l. Pt 4, first run co2 result 39, same sample repeated (B) (6) 2009 gave 23 mmol per l. Pt 5, first run co2 result 36, same sample repeated (B) (6) 2009 gave 27 mmol per l. The field service rep determined a clogged group 4 nozzle 1 waste line (on cell rinse unit) was the cause. He replaced the clogged waste line. He verified analyzer operation by performing calibration and controls with no further alarms.